Event description:
The customer reported that their titan ultrasound sys asserted (blue screen, error code) while adjunctively being used during an rf vascular ablation procedure. Because the titan was temporarily unavailable, the dr continued the procedure without the visual aid provided by the ultrasound. The dr was able to restart the titan. The pt was not harmed, and the procedure was performed successfully. No clinical intervention was necessary.